Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: machine. Production completion date. Packing s/packet : 12172364. Packing machine. F65. 2023-12-16. Eto channel. Steris. 2023-12-27. Final shop packet no: 12172471. Batch: 23n14g0108. Article no : 4251601up2. Cam d916 2023-12-16. Cal d917 2023-12-16. Ecm d918 2023-12-16. Final shop packet no: 12172352. Batch: 23n14g0088. Article no : 4251601up2. Cam d916 2023-12-14. Cal d917 2023-12-14. Ecm d918 2023-12-14. Process cards show no abnormalities. Trending analysis: customer complaint of capillary damage - tear off for introcan safety trend analysis is being tracked based on CAPA initiation criteria. Summary of root cause analysis: · received 1pc used capillary hub of introcan safety pur 24g, 0.7x19mm-cn and 4pcs unused sample of introcan safety pur 24g, 0.7x19mm-cn in original packaging. · the sample was taken for investigation and observed on the used capillary hub that the capillary was tear approximately 15mm from the capillary horn area. · the capillary tip was found with damage as well. · the tear off piece of the capillary was returned for investigation. The length of the tear off part was measured at 4mm. · observation on the tear off surface shows the surface is clean cut and also exhibits some form of irregularity at the torn edge of the capillary. · no abnormalities or damages observed on the 4pcs of unused samples. Process review: manufacturing process was reviewed and there are detections for short length capillary at both cal and ecm machine vision system. The station is highlighted in below process flow. Simulation 1: simulation 1 was conducted by cutting a capillary to a shorter length and test at both cal and ecm machine vision system. The sample was able to be detected and was rejected. Simulation 2: simulation 2 was conducted by purposely try to break off the capillary under different scenarios. Scenario 1 - pierce by cannula · a simulation was conducted by piercing the capillary with cannula and pull off the capillary apart and compare the defect created with the complaint sample. · the simulation sample exhibits a "v" shape cut at the capillary broken area as a result of being cut by the cannula bevel. · the defect created was not similar to complaint sample. Scenario 2 - cut by scissor. · a few good samples of capillary were cut by scissor and the samples were taken for inspection. · the cut area showing a clean cut of the capillary. · the simulation sample result was not really similar with the complaint samples as the complaint samples exhibits some form of irregularity at the torn edge of the capillary which believe to be cut by others sharp instruments. Comparison of complaint sample vs simulation sample: the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. As communicated in IFU, warning section stated that: · after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. · extreme care should be taken not to cut the catheter and possibly cause an embolism. · do not use scissors or sharp instruments at or near the insertion site. Conclusion: 1. The tear-off capillary defect is unlikely to have been caused by the manufacturing process because it can be detected during the inspection process. 2. It is improbable that damages occurred after the assembly process, as the catheter was protected by a protective cap. 3. The simulation involving the reinsertion of the cannula did not replicate the defect found in the complaint sample. 4. The simulation cutting by scissor result was not similar with the complaint samples as the complaint samples exhibits some form of irregularity at the torn edge of the capillary which believe to be cut by others sharp instruments. Cause: defect due to wrong handling. Justification: not confirmed.

Event description:
According to the event description: newborn fluid replacement was performed by a nurse with 4 years of experience using an indwelling needle for puncture. After insertion, a bulge was found, and the catheter was subsequently removed. It was found that there was a missing segment at the front end of the catheter, and ultrasound did not find the broken catheter. The broken catheter was removed surgically.